Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that patient underwent mis-tlif surgery for isthmic spondylolisthesis at l5-s1 on (B)(6) 2015. Reportedly, post-op, s1 screw loosening was observed. Revision surgery was performed for replacement on (B)(6) 2016.